Event description:
It was reported by the pmi group that a patient underwent a right shoulder arthroplasty on an unknown date. Subsequently, the patient is being considered for a pmi product on an unknown day for an unknown reason. Attempts have been made and no additional information is available.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined.

Event description:
No additional information is available at this time.